Event description:
The customer was sitting in the unit when the bus company was lifting him into the bus. The end user allegedly fell from the lift while in the chair. The user was given shots and an IV for pain, and required an overnight hosp stay.

Manufacturer narrative:
Method: not a product problem, MDR reported due to injury. Results: user error; product used in manner not recommended by MFR.